Manufacturer narrative:
The completed analysis confirmed that one opened sample of part number 8225101 from lot number 0215326232. The reported failed was that the probe was not responding, and visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The tip fit securely in the handle, and the measured resistance was within specification; there was no intermittent behavior while manipulating the tip, connector, and wire. The probe was plugged into a nim system (with a patient simulator) using 1.0 ma stimulating current and 100uv threshold; when stimulating, the system consistently returned 1.02 ma and a waveform/event tone over 300uv. There was no evidence of improper manufacturing and no malfunction found as it relates to the complaint therefore manufacturing and supplier issues have been ruled out as likely causes. There was no out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
Using the stimulating probe, the doctor was not getting readings occasionally; the nim unit was tested with a new, different probe without issue.